Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the events occurred in the past 5 years and believed to be from white reloads. The procedures were different as well as the surgeons involved. There was no mention of staple formation issues during any of the initial procedures. Photographic analysis: four pictures were provided. First picture shows a staple partially formed. Second, third, and fourth pictures shows tissue, with a staple within. Based on the photo alone the event describe can not be confirmed.

Event description:
It was reported that post-op to unknown procedures that the patients anywhere from two to thirty days after their initial surgeries, there was a bowel obstruction. It is unknown the number of staples that were getting caught on each other, however they created the bowel obstruction. The patients were brought into surgery again to remove the obstruction.

Manufacturer narrative:
(B)(4).